Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-08835. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. System diagnostics determined high impedances. X-rays revealed a lead was tangled. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2018-08835. Additional information received identified the physician explanted and replaced the alleged lead. Effective stimulation is restored postoperatively. Explant date is added to both the leads as it is unknown which one is explanted.